Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead interfered  with the procedure during a tricuspid valve replacement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.